Event description:
A customer reported a button issue with their adc device and was unable to obtain glucose readings. As a result, customer experienced hypoglycemia and feeling unwell and was unable to self-treat and received third party administration of chocolate. Additionally, the customer reportedly had contact with a healthcare professional (hcp) who obtained glucose readings "160mg/dl . No further treatment information was reported.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a button issue with their adc device and was unable to obtain glucose readings. As a result, customer experienced hypoglycemia and feeling unwell and was unable to self-treat and received third party administration of chocolate. Additionally, the customer reportedly had contact with a healthcare professional (hcp) who obtained glucose readings "160mg/dl . No further treatment information was reported.

Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in reader test was performed and all results were within specification. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.